Event description:
The customer reported having low blood glucose. The customer stated that a week ago, he was driving his car and was pulled over by police at which point he passed out. The blood glucose reading was 21mg/dl. The customer stated that they treated him and were able to stabilize his glucose level at the scene. The customer stated that his doctor decided that his basal rate needs to be adjusted due to the decrease activity since his retirement. The customer mentioned that the buttons were not working when he attempted to make basal adjustments. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test.the insulin pump functioned properly. Intermittent up arrow button noted during testing due to corroded keypad trace. Cracked lcd display window corners, cracked battery tube threads and scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.